Event description:
Boston scientific received information that the patient with this device and right ventricular lead, expired due to prolonged cardiac septic shock. Additionally, it was stated the patient received a device shock for a polymorphic ventricular tachycardia. The primary clinical investigator reported the patient death was unrelated to the performance of the implanted system. It is unknown if the device or device history, would be received for a post market evaluation.

Manufacturer narrative:
This event will be further updated following receipt of new information.